Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter not available as initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report (mw5113780) received stating: it was reported that patient, initially received a left knee replacement in (B)(6) 2015, four months later, received a right knee replacement on (B)(6) 2016. He started having severe pain and inflammation around (B)(6) 2022 in his right knee. The pain came from left tibia below the prosthetic knee implant, depuy (attune), radiating down from his leg and to his ankle. The pain is constant and also sends pain at night to the calf muscle that wakes him up, and patient have to use topical pain cream, diclofenac sodium, or tylenol to try to manage the pain but the pharmaceuticals are often not successful in improving his constant pain. Additionally, he have instability and decreased range of motion that causes him to feel at risk for a severe fall event and further injuries. Patient finally made an appointment with an orthopedic doctor to find the source of this issue. They did a physical exam, x-rays, and a nuclear bone CT (computed tomography) scan. The results provide evidence that the prosthetic implant device is moving and is the cause of the pain he had been experiencing for the past few months. The doctor said that this manufacture has had a failure rate that prompted them to make changes to this product and is evidence of a implant device failure. He checked with another doctor and he found the same diagnosis of movement in both knees, but experiencing the pain in the right knee that requires immediate attention but they are predicting that the other knee will need to replaced as well. Both orthopedic doctors said the device needs to be replaced due to the medical device implant failure and will require a full knee replacement. Patient was informed that these devices would last for 30 years, and the failure of this device has caused a severe decrease in quality of life and is putting him at risk for further, increased pain and for a future injury event. Functional CT (computed tomography) and x-ray scans were performed for evidence of prosthetic knee movement, along with blood testing to look for any infections. Doi: (B)(6) 2016. Dor: unknown. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.